Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported via the customer that during surgery, the bur was stuck in the attachment. It was subsequently reported that during testing conducted at the manufacturer that the bur was broken inside the attachment. It was further reported that there was a 10 minute delay to the procedure. It was also reported that was no adverse consequences as a result of this event, the procedure was completed successfully.

Event description:
It was reported via the customer that during surgery, the bur was stuck in the attachment. It was subsequently reported that during testing conducted at the manufacturer that the bur was broken inside the attachment. It was further reported that there was a 10 minute delay to the procedure. It was also reported that was no adverse consequences as a result of this event, the procedure was completed successfully.

Manufacturer narrative:
Update: part number from unknown to 5820107430s1. The bur and attachment ((B)(4), lot 14048) subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Investigation results indicates that there is evidence of excessive force, this potentially may be an attempt to remove the stuck bur which was initially reported. The root cause for the stuck bur is undetermined.